Manufacturer narrative:
Per the clinic, the implant site was evaluated on (B)(4) 2013, due to reported pain and drainage at the implant site. The patient was prescribed keflex (dosage and duration not reported). On (B)(6) 2013, the patient was prescribed a two week course of ciprofloxacin 500mg. Per report from (B)(6) 2013, the infection had resolved. The patient experienced loss of osseointegration on (B)(6) 2013; resulting in fixture loss. The patient will not be reimplanted with a new device. (B)(4). The device is not available for analysis. This report is filed january 10, 2014. Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a lack of osseointegration resulting in fixture loss. It is unknown if the patient was reimplanted with another fixture as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).